Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Three different catalog number screws were implanted out of which one backed out.since we are not sure which product malfunctioned, we are filing one rr. Calalog no. 83555501 83585501 8281246, lot number are unknown.

Event description:
It was reported that on: (B)(6) 2010: patient presented with severe back pain. Patient underwent lumbar spine x-ray due to low back pain. Impression: there are post surgical changes from posterior spinal fusion from l4 down to s1. Patient underwent xr fluoro non rad. Findings: no films, no dictation. Pre-op diagnoses: fracture, l3. Unstable retrolisthesis, l2 on l3. Status post previous fixation/fusion, l3-l4, l4-l5 and l5-s1. Patient underwent following procedures: hardware removal, l3-l4, l4-l5 and l5-s1. Bilateral microlaminectomies and extensor foraminotomies, l2-l3. Posterolateral arthrodesis using bone morphogenic protein and locally harvested morcellized autograft, l1-l2, l2, l3-l4, l4-l5 and l5-s1. Pedicle screw fixation, l1, l2, l4, l5 and s1. Per op notes, hardware was then removed by first removing a crosslink. The top-tightening screws of the connectors were then removed, followed by removal of the rods. The connectors were then removed as well. The pedicle screws at l3 were noted to be loose as this was the level of the fracture. The pedicle screws were then all removed. The s1 pedicle screws were noted to be loose as well, especially on the right where the patient had a fracture of the superior pedicle. The c-arm was brought in and placed in anteroposterior position. Due to the fracture at l3, it was elected not to replace the pedicle screws at that level but to carry the construct up to l1. Earlier in the case, two kits of bone morphogenic protein had been opened. Bone morphogenic protein was applied to the collagen sponge contained within each kit. Locally harvested morcellized autograft was placed over the resulting four collagen sponges. These were then rolled into cylindrical shapes and placed end-to-end so as to span between the transverse processes of l1, l2, l3, l4, l5 and the sacral ala bilaterally. No complications reported. (B)(6) 2010: postoperative day # 4, the patient stated that she had been walking the day prior and "felt a pop". Patient underwent lumbar spine x-ray. Findings: pedicle screws are seen at s1, l5 and l4 and then in l2 and l1. Low back fusion is seen in this region. Broad laminectomy is noted. There are several millimeters of retrolisthesis of l2 on l3. (B)(6) 2010: it was reported through call that the patient was having lots of burning pain in her back and she could not get her back brace. Patient was advised to continue medication. (B)(6) 2010: patient presented for post-op follow up. Patient was having difficult postoperative course. Patient mentioned that she had a burning dysesthetic pain that felt like acid was being poured over her abdomen, pelvis and thighs all the way back around into the buttocks. This seemed to have resolved. She felt this mostly with wearing tight-fitting clothes. Wound exam revealed that lumbar wound had healed nicely. (B)(6) 2010: patient presented for post-op office visit. It was reported that her wound was leaking. Patient was quite tearful. Patient looked fatigued and disheveled. Patient was ambulating with walker. Wound review revealed that the area was palpated and there were no indurated areas or painful areas surrounding incision. Patient underwent lumbar spine x-ray due to l3 fracture. Impression: comminuted fracture of the l1 vertebral body with pedicle screws having backed out of the vertebral body somewhat since (B)(6) 2010. Top of the part of the fixation bar and screws appear to be projecting below the level of the soft tissue. (B)(6) 2010: patient underwent MRI thoracic spine without contrast due to back pain. Impression: postsurgical change noted at the l1 vertebra with pedicular screws and rods with subsequent fusion to the sacrum as noted on previous lumbar spine. Unremarkable MRI examination of the thoracic spine. No spinal stenosis is seen. No compression deformity and/or extradural defects to suggest herniated nucleus pulposus. Patient underwent MRI lumbar spine with <(>&<)> without contrast due to new l1 fracture. Impression: reverse spondylolisthesis of l2 on l3 that appears stable and unchanged since previous examination. Since previous examination there has been fusion from l1 through s1. Previously it was l3 through s1. There is a large extradural defect noted at the l2-l3 interspace posteriorly secondary to the reverse spondylolisthesis both causing disc compromise of the thecal sac and mild to moderate spinal stenosis at this level secondary to the reverse spondylolisthesis and posterior disc osteophyte complex. No other acute abnormalities noted. No definite epidural abscesses or epidural hematoma or other abnormalities noted. No other abnormalities seen. (B)(6) 2010: patient underwent densitometry which was performed in the hips and left forearm. Impression: the patient has osteoporosis. The patient's bone mineral density is 2.8 standard deviation (s) below the mean bone mineral density of sex and race matched health adults at peak bone mass. Patient requested through call regarding changing her medicine from percocet to oxy ir. (B)(6) 2010: patient presented for follow up. Patient's wound was healed. (B)(6) 2010: patient underwent chest x-ray due to central line placement. Impression: right jugular central line positioned in the mid superior vena cava, no evidence of pneumothorax or other acute abnormality. Pre-operative diagnosis: l1 fracture with loose hardware. Patient underwent following procedures: removal of hardware, l1, l2, l4, l5, and s1. 2. Onlay fusion using bone morphogenic protein and mastergraft, l1-2, l2-3, l3-4, l4-5 and l5-s1. Per op notes, hardware was then removed. The cross link was removed first. Next, the top-tightening connector screws were removed. The two rods were removed followed by the connectors, and finally the pedicle screws at l1, l2, l4, l5, and s1 were removed. The patient had no pedicle screws at l3. The transverse processes of t12, l1, l2, l3, l4, l5, and the sacral ala were decorticated bilaterally. Earlier in the case, two kits of bone morphogenic protein had been opened. Bone morphogenic protein was applied to the collagen sponge within each kit, and the sponges were then cut in half, resulting in a total of four sponges. Mastergraft was placed over each collagen sponge. These were then rolled into cylindrical shapes. Two sponges were placed end to end on the right and two on the left side, spanning between the transverse processes of t12 and the sacral ala. No complications reported. Post-op diagnoses: l1 fracture with loose hardware; superficial wound infection.